Event description:
The customer reported that the insulin pump was dropped in water. Troubleshooting was performed. The display was foggy and the device was beeping after the customer attempted to rest the insulin pump without a battery. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.